Event description:
It was reported, that the patient presented to the hospital, for a scheduled right ventricular lead (rv) revision procedure. The rv lead was known to exhibit high capture threshold. The rv lead was capped and replaced on (B)(6) 2023. The patient¿s condition was stable throughout.